Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a system check. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer thought that the tubing may have been knotted when the occlusion had occurred. The customer changed the infusion set site. The customer also received a resume pump alarm. The customer's blood glucose (bg) level was 411 mg/dl and a correction bolus was used to address the bg level. The customer reverted to using a non-tandem pump to manage diabetes.